Event description:
It was reported patient's leads had migrated. Surgical intervention was undertaken to address the issue wherein the system was explanted, and a new system was failed to be implanted due to patient's anatomy.

Manufacturer narrative:
Section d3: date of event is estimated. Section a4: patient's weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.